Event description:
It was reported that the system locked up during case. The tech was able to restart the system and was able to completed the case. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.